Manufacturer narrative:
Tested the returned pt sample with retention capture-r ready-screen, lot k132. The sample showed a clear negative reaction in all 4 cells. The returned sample was tested with retention capture-r ready-ID, lot id083. The sample showed a clear negative result. The sample was tested with retention panoscreen I, ii, iii, lot 17919, in capture-r select, lot sc071. The sample showed in cell 1 a 2+ positive reaction. Additional testing of sample with retention panocell-16, lot 179717 was performed in capture-r select, lot sc071. A positive reaction was shown; anti-fya was identified. The event appears to be related to the nature of the sample.

Event description:
The customer reported that a sample containing an anti-fya was not detected when tested with capture-r ready-screen.